Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while trying to access the circumflex though the left mian, the calcium spurs kept grabbing the 2.5 x 18 mm promus stent; therefore, the stent delivery system (sds) failed to advance. The entire system was removed from the patient as a single unit. When outside of the body it was noted that the stent has dislodged inside the guiding catheter. No patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.